Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00749 which documents the first device. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00745 which documents the second device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A fourth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00748 which documents the fourth device. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information received from the complainant indicates the problem was noticed during testing, outside the patient. The nurse was able to open and close the basket once, but the basket would not open again. The tip of the basket would "bend and contort," but would not advance from the sheath. Additionally, it was reported that the patient was a (B)(6) male. It is also noted that a retrieval basket failing to open prior to stone retrieval is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00749 which documents the first device. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00745 which documents the second device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A fourth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00748 which documents the fourth device. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number was changed from 12792440 to 0013097652. The reported lot number of this device and the device reported in medwatch report number 3005099803-2010-00750 were switched. This device was manufactured before the torque mark implementation, but the returned device has a torque mark. Additionally, the device returned for medwatch report number 3005099803-2010-00750 does not have a torque mark, although the lot number is after the implementation occurred evaluation of the returned device found the basket closed and unable to open due to a stretched sheath. The basket was lodged within the silver portion of the sheath. The continuous function of the handle to open the basket would cause the sheath to stretch as experienced during analysis. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
(B)(6). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). A second zero tip nitinol stone retrieval basket was utilized. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A fourth zero tip nitinol stone retrieval basket was utilized. A fifth zero tip nitinol stone retrieval basket was utilized. A sixth zero tip nitinol stone retrieval basket was utilized. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.